Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the bending rubber leaked. Due to a pinhole on the distal end, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the uretero-reno videoscope had a leak at the bending section. Inspection and testing of the returned device found wires protruding from the bending section. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the cable support of the bending tube protruded from the insertion section outward. The cable support was disengaged due to forcibly bending in the opposite direction while the curved part was fixed. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ "do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist.¿ olympus will continue to monitor field performance for this device.